Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer was hospitalized due to high blood glucose of 579mg/dl. During her hospitalization stay the customer's blood glucose fluctuated between 140mg/dl-450mg/dl. The customer treated with syringe. It was stated that the cannula was bent, customer treated and blood glucose still did not come down.